Event description:
A malfunction was reported on the customer's pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues arise.